Event description:
It was reported through the litigation process that sometime post a port placement, the catheter was allegedly fractured. It was further reported that the port allegedly eroded. Furthermore, the patient reportedly experienced infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported was unknown. Investigation summary: the physical device was not returned for evaluation. No medical record was provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, a patient was implanted with a port for multiple exchange transfusions. Sometimes after the port placement, on (B)(6) 2021, the patient developed a group d salmonella bacterial infection, which was confirmed through blood culture. Approximately one day later, on (B)(6) 2021, the patient developed a candida albicans fungal infection. Additionally, the patient was found to have sepsis with salmonella bacteremia and was diagnosed with septic shock. It was further reported that the port had allegedly eroded. Subsequently, the port was removed on (B)(6) 2021. However, a fragment of the catheter, which had epithelialized to the superior vena cava (svc), was left in place as the patient experienced significant pain during retraction. It was additionally reported that the catheter had allegedly fractured on (B)(6) 2021. Further, the retained catheter fragment was subsequently removed on (B)(6) 2021, during which fibrin sheath formation was observed. The current status of the patient remains unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, a patient was implanted with powerport vaccess for multiple exchange transfusions. About twelve years later, the patient presented to hospital with left lower extremity pain typical of vaso occlusive pain crisis (vopc). During the hospital stay, the patient had hypotension, tachycardia, pyrexia, and leukocytosis. Further, blood cultures confirmed group d salmonella bacterial infection. Additionally, blood cultures done one week later confirmed pan sensitive candida albicans fungal infection. The patient was also diagnosed with septic shock. Further, the patient was recommended to have the port removed due to catheter related blood stream infection. Subsequently, an attempt for port removal was made on the same day, which was unsuccessful due to pain and intolerance. Five days later, the port was removed successfully. An incision was made over the indwelling port site, and the port was exposed using sharp and blunt dissection and successfully removed. A stiff glidewire was advanced through the catheter into the inferior venacava (ivc) under fluoroscopic guidance, and the catheter and wire were withdrawn under continued fluoroscopy. However, end of the catheter, which had epithelialized to the superior venacava (svc), posed additional complexity during removal. During retraction, the patient developed reproducible chest pain despite sedation. The catheter was therefore partially trimmed, with the remaining portion sutured and securely fixed in place. The wound was closed in layers. Three days later, the patient presented with reemerged left lower extremity pain. The patient was also found to have sepsis with salmonella bacteremia and left femoral osteomyelitis. Subsequently, the patient was treated with IV dilaudid, antibiotics, methadone, nsaids, tizanidine, and benadryl and was discharged in an improved condition. Four weeks later, an attempt to retract the retained left internal jugular catheter was unsuccessful, as it could not be freed via left clavicular cutdown and elongated over stiff guidewires without any intrathoracic catheter movement. Two days later, the retained catheter was successfully removed. A left clavicular cutdown was performed to isolate the retained catheter, and ultrasound guided right common femoral vein access was obtained and upsized to an eight fr sheath. A steel core wire was passed from the neck and snared inferiorly to create through wire access. The catheter was then snared from below, and traction with sheath advancement freed it from a thick fibrin sheath. The catheter was then removed from the groin access. Subsequent five fr kumpe catheter passage confirmed no retained intravascular fragments. Therefore, the investigation is confirmed for the reported entrapment of device, difficult to remove and device appearing to trigger rejection issues. However, the investigation is unconfirmed for the reported catheter fracture issue as no fracture was noted under fluoroscopy before the port removal procedure. The investigation is inconclusive for the reported expulsion as no evidence was found in the provided medical report. Furthermore, the clinical conditions alleged in the complaint can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d1, d4 (medical device catalog #), h6 (patient, device, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.